Event description:
It was reported that in the 2 to 3 months prior to the report, the patient woke up in the middle of the night and felt like his implantable neurostimulator (ins) had moved. It reportedly felt like the ins moved ¿closer to the surface of the skin¿ and also felt like it ¿may have migrated downwards¿. The patient had symptoms of acute pain at the ins pocket site and it had also gotten ¿more sensitive¿ and closer to the skin ¿but the patient could be nuts¿. The reporter indicated that the kind of work the patient did was ¿pretty physical and active¿. Therefore, the patient wanted to see if "that was a possibility". It was noted that the ins was implanted in the patient¿s ¿love handle¿. The patient was scheduled for an appointment with his healthcare provider on (B)(6) 2013. At the patient¿s follow-up appointment, no diagnostics were performed. However, there were no malfunctions seen. The reporter indicated that the patient was bending over and standing up actively several times a day. The patient was reportedly doing ¿very well¿. The patient¿s transition zones were adjusted and the patient was instructed on how to disable adaptive stimulation as well.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).